Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of image loss was not confirmed. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and/or electrical problems such as open circuit, short circuit, or signal loss. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchofibervideoscope had image loss. During the procedure the patient was not fully under anesthesia and removed the mouthpiece and bite the insertion tube of the endoscope, during the bite there was a loss of image on the top quadrant of the image. There were no reports of patient harm however the procedure was cancelled.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction: h11. The device was returned to olympus for inspection, and the reported failure of image loss was not confirmed. Based on historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and/or electrical problems such as open circuit, short circuit, or signal loss. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.